Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Increasing pump power may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize signs of potential thrombus and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The pump remains implanted

Manufacturer narrative:
Unchecked "user facility". (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Log file review revealed controller fault alarms; these alarms are an incidental finding and did not contribute to the reported event. The reported power trending upward was confirmed via review of the controller log files which revealed a rise in power consumption to parameters outside the normal operating range. There is no evidence to suggest that a pump malfunction caused or contributed to the death. There are factors such as the patient's pre-existing condition of heart failure, previous development of thrombi, and use of anticoagulation that are possible contributing factors to the pump thrombus and subsequent death. The IFU states that death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. There is a warning to keep a spare back up controller available at all times with a warning to switch to the back-up controller if there is a controller failure or a controller fault alarm that will not clear. The steps for exchange of devices are also outlined. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00535 and 3007042319-2015-00910) submitted for a device related to the same event.

Event description:
On (B)(6) 2015 the log files showed pump power trending upward. The patient was admitted for observation with an elevated ldh level of 2800. The patient felt fine and urine was clean. The ldh was 2500 on (B)(6) 2015 and was 1800 on (B)(6) 2015 with hematuria. On (B)(6) 2015 the patient received "a low dose" of tpa 10mg. And an infusion for 6 hours. On (B)(6) 2015 the pump power was 4.0 and ldh was 3100 with the patient still on agratroban; another dose of tpa was administered. On (B)(6) 2015 the power returned to baseline. However, on (B)(6) 2015 the pump power was going back up. It was 3.7 watts compared to baseline of 3.2 watts and ldh was 1347 with the patient remaining on agratroban 2.4ml/hour ldh: (B)(6) - 1392, (B)(6) - 1129, (B)(6) - 1048, (B)(6) - 1026, (B)(6) - 1347.

Manufacturer narrative:
Additional information reported that on (B)(6) 2015 the patient received tpa and the pump power "came back down a little, but then went back up". Another dose of 10mg tpa was given on (B)(6) 2015 with no maintenance dose, with the power "possibly coming down (4.5-4.7 watts)". The ldh was 3400 with positive cultures - "certain staph" with report of the patient at risk for sepsis. The patient was refusing a pump exchange; he only wanted a heart transplant. An echocardiogram which was done (B)(6) 2015 to look for vegetation demonstrated severely dilated the left ventricle (lv) and right ventricle (rv) with reduced function. On (B)(6) 2015 flow increased to greater than 10l. The patient had vomiting, diarrhea, liver function tests were up, and he had hematuria with elevated plasma renin activity (pra). The patient was transfused on (B)(6) 2015 and the site met with the family with the decision made to do a pump exchange early the following week. On (B)(6) 2015 the site was having trouble finding blood, only 3 units were available, whereas 8 units would be a minimum requirement for the exchange. Labs and organ function more unstable and there was another meeting with family to recommend palliative care. (B)(6) 2015 the patient was made "do not resuscitate (dnr)" on palliate care and expired. The pump speed, originally at 2500, was down to 2400 on (B)(6) 2015, but then spontaneously the speed dropped to 2150 rpm. The site decreased the speed on the monitor to 2200rpm then heard a critical alarm and the controller was really hot. By the time the backup controller backup was powered up the patient was gasping for air, and the pump did not re-start. The patient expired (B)(6) 2015; the cause of death was reported as pump thrombosis and acute exacerbation of heart failure. No autopsy was performed.